Event description:
A customer reached into a carton of calcium chloride, and cut their index finger on a broken bottle. He was treated with a tetanus shot.

Manufacturer narrative:
The customer reached in to a carton of calcium chloride, and cut his index finger on a broken vial. He did not require stitches but did receive a tetanus shot.